Manufacturer narrative:
G4: 26sep2019, b4: 27sep2019. The field service engineer was informed by the customer that the system leak, pressure and flow accuracy tests were successfully completed using the provided service manual. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported the unit was having out of range proximal pressure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.